Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: a2, a4, a5, a6, b5, b6, b7, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the customer¿s allegation was not reproduced, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The communication error (b30) was found before the procedure. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited a scope communication error b30. There were no reports of patient harm.